Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply pins and connectors were cleaned, and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system started beeping as if it was fluoroing but it was not, and a communication failure error message was displayed. The system was locking up. There is no report of pt injury associated with this event.